Manufacturer narrative:
H3. Device evaluation summary: product analysis #(B)(4): part #7426004 lot # em21e005 visual and optical examination confirmed approximately 3mm of instrument tip has broken. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that while using the driver to remove rialto screws from the patient, one driver started to twist and the other driver's tip broke off. The tip was retrieved from the patient. There were no patient symptoms reported. There were no further complications reported regarding the event.